Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent hip arthroplasty revision of the head and liner due to dislocation.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.